Event description:
When rx tome #1 and #2 were placed outside of the scope, the cutting wire did not function/bow to the desired degree to allow cutting. A third rx tome was then opened and used without complications.